Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02455.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02455. It was reported during a visit with the patient for a reprogramming session, the patient's right occipital (off-label) placement lead was found to be exhibiting high impedances. X-ray was taken but the results were inconclusive. Surgical intervention may be taken as the next course of action.